Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6). Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of foreign material. Upon receipt at boston scientifics post market laboratory the catheter was visually inspected, and there was potential adhesive in the flush tubing. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Microscopic inspection found adhesive inside the flush port which will not affect the operation of the flushing system. No problem was detected with the returned device, nor were any other types of anomaly identified during the investigation. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of foreign material present in device is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded and supporting evidence that came to this conclusion. Boston scientific determined the allegation was unable to be confirmed. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any abnormalities within the product.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, the catheter had plastic particles at the irrigation port. A new device was used to complete the procedure. No patient complications occurred. The device was received for analysis.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, the catheter had plastic particles at the irrigation port. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.